Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient being revised for suspected loose tibial tray component. Attune tibial tray was found to be grossly loose with no cement adherence to the back of the implant. There was also pitting on the poly insert. Patient was revised to an attune fb revision tray and stem and a new 20 mm poly insert. Tibial tray loosening at the cement to implant interface. Cement is a depuy product. No further patient information available. Doi: (B)(6) 2015. Dor: (B)(6) 2018. Right knee.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: corrected: b1, b2, h6 (patient and device). Patient code: no code available (3191) to capture surgical intervention.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). No code was used to capture medical device removal.